Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose level of 490 mg/dl and moderate ketones. Customer was treated with intravenous saline, insulin, and potassium. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.